Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) fluids. The patient was hospitalized for the peritonitis on the same day as the onset. The break in aseptic technique was further described as non-compliance with pd therapy. On the same day, the patient started treatment with vancomycin (1 gram, every 5 days) intraperitoneally (ip) and amikacin (300 milligram, every day) ip for peritonitis. Twelve days later, the patient was discharged from the hospital and the treatment with vancomycin and amikacin was discontinued. The patient recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.